Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this field clinical representative (fcr) contacted boston scientific's technical services to report that a heart logic alert was declared. Further investigation including electrogram review identified loss of left ventricular (lv) capture. Lv only is programmed to electrode #3 to electrode#2 and is now programmed to electrode #1 to can. No further lv loss of capture was identified. The available information suggests that this device remains in-service.